Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date device returned to manufacturer was documented as september 01, 2019 in the initial report. This has been corrected to august 30, 2019. The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was not confirmed. However during repair, it was determined that the device did not function. The assignable root cause was determined to be traced to component failure which is normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the radiolucent drive device became hot and did not work after testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.